Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting a lead into the ventricular port of the pulse generator was difficult. Eventually, the lead was inserted in the ventricular port and the pulse generator was implanted successfully.